Manufacturer narrative:
Concomitant medical products: dtma1qq, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient experienced diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead during bi-ventricular pacing. The lv lead remains in use. Reprogramming was done. No further patient complications have been reported as a result of this event.